Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike plate fractured off of the device at the weld joint and was returned. The device was manufactured 2008 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, changes have been implemented to reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a procedure, the impactor broke on impaction. No delay or injury specified. No back up available specified.